Event description:
It was reported that patient presented in-clinic for follow up. Device had delivered inappropriate atp therapy. Crosstalk was noted. Programming changes were recommended.

Manufacturer narrative:
(B)(6).